Event description:
Pt was being transferred on the sara 2000. The pt complained of discomfort from the lift belt. The careprovider adjusted the belt, then the pt's right leg began to shake and the right leg slid to the left, hitting the left leg. Both feet left the lift platform and the pt released her grip on the handles. Hairline fracture of right hip.